Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set disconnected at the connector on two different occasions. The infusion sets were from the same lot. No adverse event was reported. The alleged product was replaced and requested for evaluation.